Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 508296) inserted for female sterilization. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure.). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. Discrepancy in insertion and explant date, insertion date also reported as 2005 and explant as (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 508296) inserted for female sterilization. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. Discrepancy in insertion and explant date, insertion date also reported as 2005 and explant as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 18-jun-2018: reporter details added. Patient demographics updated. Essure indication and lot number added. On essure implant date updated to (B)(6) 2006 (previously reported as 2005) (B)(6) 2010, she explanted essure (previously reported as(B)(6) 2008). Laboratory data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (ess205) (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal column stenosis and intervertebral disc bulging. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), post-traumatic stress disorder ("ptsd") and fatigue ("fatigue"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), depression ("depression"), anxiety ("anxiety") and abdominal pain lower ("lower abdomen pain") and was found to have hormone level abnormal ("hormonal changes- unbalanced"). The patient was treated with surgery (d&c/ ablation and salpingectomy (one side removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and abdominal pain lower had resolved, the menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, alopecia and hormone level abnormal outcome was unknown and the depression, anxiety, post-traumatic stress disorder and headache was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Discrepancy in insertion and explant date, insertion date also reported as 2005 and explant as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion occluded fallopian tubes bilaterally compatible with good placement of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet- events hormonal changes describe: unbalanced, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression, anxiety and ptsd, migraines / headaches, fatigue, hair loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure.). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.